Event description:
The report received indicated that a pt experienced an undetermined non-q-wave myocardial infarction following a percutaneous coronary intervention. The main indication for the procedure was previous q-wave myocardial infarction and positive nuclear scan. The pt was on aspirin, statins and beta-blockers and during the procedure the pt received aspirin, statins and beta-blockers and during the procedure the pt received aspirin and heparin. A 2.5x 18mm cypher stent was implanted at 16 atms in the circumflex (segment 12), described as 2.75 13 mm long, de novo and concentric with a type b1 classification and 80% stenosis. The vessel was predilated with an unk 2.75 x 13 mm balloon at 10 atms. Post dilatation was also conducted with a 2.75x 13mm unk balloon at 20 atms. The residual stenosis was zero. No procedural complications was reported. The non-q-wave myocardial infarction was diagnosed the following day based on two-fold elevated cardiac enzymes, which was not accompanied by ECG changes. The event was determined by the principle investigator as unrelated to the index procedure and possibly related to the procedure. The labs normalized within 24 hours however, the pt's hospital stay was prolonged for one day.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.